Manufacturer narrative:
Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a small rent was noted on the capsule of the right eye during a laser assisted cataract surgery. There was no vitrectomy performed and the intended intraocular lens was implanted. The surgeon is unsure what caused the rent.